Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) lamp does not fire in a timely basis. There is a clicking noise when the lamp is expected to fire. It was also reported that the unit becomes very hot during use. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
Evaluation of the mlx 300w xenon lightsource (00mlx) was not performed as the device was not returned to the manufacturer. The device history record (DHR) was not reviewed as the described complaint is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module and is not related to a manufacturing non-conformance. As an interim solution, integra can replace components of the lightsource to restore functionality should the customer later return the device. This quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue(s). At present, we consider this complaint to be closed. Trends will be monitored for this and similar issues.